Event description:
The healthcare professional (hcp) of the home pt (hp) reported the hp had expired after completion of apd therapy using the homechoice cycler. The hcp reported the hp had completed therapy with no difficulties encountered. After therapy, the hp was lucid with normal respirations, normal blood pressure, no abdominal distention and was reported to be "feeling fine". Shortly thereafter, the hp became pale in appearance and the hp's spouse attempted to take another blood pressure reading but was unable to. The hp's spouse called 911 and the hp was transported to the ER, where hp expired due to a cardiac arrest. The hcp relates that the ER physician suspected an overfill of solution had occurred, however, she does not attribute incident to an overfill but to the hp's pre-existing cardiac condition.